Event description:
High rv threshold on (B)(6) 2020. Previous high thresholds measurements per lead trend . Capture management set to monitor. Programmed mode vvir. 6 vt nonsust ained episodes all on (B)(6) 2020 most recent at 23:19. Ven tri cular undersensing and oversensing on # 11, 12,and 13. Reason for check: brady in the 30 's noted by ems, possible non capture noted. Rate of 30 bpm noted on EKG and palpated by ems. Email and page to check patient in person sent to local rep. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).